Event description:
Fire department personnel attended to a person involved in a motorcycle accident. The pt was described as having severe trauma, including a skull fracture and possible broken neck. The defib electrodes were applied to the pt and then the defib cable was attached to the electrode posts. The reporter complained that the defib cable kept coming off the electrodes during pt care, especially during CPR. A backup defibrillator was made available and used. When paramedics arrived, the code was called and resuscitation efforts were stopped. The pt was not resuscitated. The reporter indicated the device did not cause or contribute to the pt's death. The reporter said the pt had been down for approx 10 to 15 minutes and was clearly deceased.